Event description:
It was reported that the right atrial lead fractured and had higher unipolar impedance then bipolar. The lead polarity switched to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found no anomalies. However, the distal and proximal conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression.